Event description:
It was observed that during the device evaluation, the flex video scope exhibited the air-water cylinder has foreign objects, the air-water tube has foreign objects, and there is a gap in the adhesive area between z-block and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation regarding the gap in adhesive area between z-block and distal end: the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the air-water cylinder and the air-water tube has foreign objects, olympus confirmed foreign material was present within the device. However, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.